Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Customer filled the cartridge with the existing supplies. Customer¿s blood glucose level was 289 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.